Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose last year with blood glucose of 25 mg/dl. The customer stated that she was at work and was sent to the hospital. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. The customer also mentioned high reading of 600 mg/dl. The customer treated with set change and bolus from the pump. The insulin pump will not be returned for analysis.